Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow up, customer reported no further issues and no further assistance was requested. Device not returned.

Event description:
It was reported that pump volume was not loud enough for the customer to hear an alerts/notifications. Cause of the low volume could not be determined. Blood glucose was 55-74 mg/dl.